Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The device was put through extensive testing including bench handling, impedance testing, electrical safety testing and defib cycling without duplicating the report. A review of the device data logs showed evidence of the customer's report. Each occurrence of attached pads is accompanied by invalid patient impedance in the log, which is evidence of poor coupling. The pads used during the event were returned; the initial testing and internal inspection did not duplicate the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to cardiovert a 76-year-old female patient, the electrode pads ignited. After removing the electrode pads, burns were found on the patient's skin. Complainant indicated that the clinician obtained another device to continue treating the patient. Additional information could not be provided on the degree of the burns.